Event description:
Material # 386863; batch # 4082702. It was reported by customer that white safety mechanism stuck in housing, didn't cover needle tip when catheter advanced. Verbatim: white safety mechanism stuck in housing...didn't cover needle tip when catheter advanced.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd us cathena 20gx1.25in straight bc safety mechanism does not fully cover needle. It was reported by customer that white safety mechanism stuck in housing, didn't cover needle tip when catheter advanced. Verbatim: white safety mechanism stuck in housing, didn't cover needle tip when catheter advanced.